Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The lot history record (lhr) was reviewed for the reported lot and there is no indication of a product quality deficiency. The xience xpedition 48 is currently not commercially available in the u.s.

Event description:
It was reported that the procedure was to treat a heavily tortuous and concentric distal left anterior descending artery. When a 3.5 x 48 mm xience xpedition stent was deployed a dissection occurred. The dissection was treated with an unknown stent to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.